Event description:
It was reported that the procedure, impedance of the lead was measured at 400 ohms through an analyzer and at 285 ohms through the new device. The lead remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.